Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: according to the information reported, the patient experienced bilateral rupture. During evaluation of the sample a tear was observed on the anterior aspect measuring approximately 12.5 cm. No other anomalies were observed. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old female patient underwent a revision breast augmentation with two 275cc mentor memorygel breast implants brand and experienced postoperative bilateral rupture. The ruptures were visualized via ultrasonography. As a result, the patient underwent removal and replacement with two 250cc mentor memorygel breast implants ( for left & right, catalog #:3542501 , lot #:7596938) on (B)(6) 2019. This report is for one of the reported prosthesis.